Event description:
A malfunction on the pump was reported. There was no adverse impact to the customer¿s blood glucose level. The malfunction code displayed was resettable, and technical support provided the necessary information to assist the customer with resetting the pump. The malfunction did not recur after being reset, allowing the customer to continue using the pump. The customer was instructed to call back if any malfunction code recurs and understood the instructions given.